Manufacturer narrative:
Section d10. Device available for evaluation? Yes. Returned to manufacturer on: 10/21/2020. Section h3. Device returned to manufacturer? Yes. Device evaluation: the complaint lens was received in a specimen cup. Visual inspection under magnification revealed an edge chip, viscoelastic residue on the optic body and haptics, and that the lens was received cut in half (but not separated), which is consistent with a lens handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the intraocular lens (iol) implanted in the patient¿s right eye was explanted due to blurry vision and diplopia. It was learned that the symptoms significantly interfere with regular activities. The suspect product was replaced with a model zcu300, of a different diopter size. No other information was provided.